Event description:
It was reported that during a prostate procedure, "tip damage at 26,400 joules." A second fiber was used to complete the case. No report of pt injury.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber. Fiber analysis: the fiber cap region burnt and melted. The fiber cap remains intact and attached, and exhibits a drilled through condition. The fiber shrink tube and fiber jacket are melted and burnt. The bevel section melted and exhibits burnt glue. The fiber cap exhibits detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency. Based on the analysis above, the potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.